Manufacturer narrative:
Investigation summary: one sample was received for quality investigation. The customer complaint of component damage was verified by visual inspection. Evaluation of the received sample revealed that the spike on the drip chamber was broken and that they broken portion of the spike was not present in the sample received. A device history record review for model 11532269 lot number 21025222 was performed. The search showed that a total of 7,683 units in 1 lot number was built on 03feb2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue seen in this complaint could not be fully determined because the broken portion of the spike could not be investigated. The probable root cause for this issue is that the spike was broken during the packaging process during manufacturing. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the tip of the as lvp 20d low sorb 2ss 0.2m cv spike was found broken prior to use. The following information was provided by the initial reporter: "when opening package, notice tip of IV broken and not present."